Event description:
The tip of the wire tip was kinked the moment it was taken out of the package. The product was not clinically used.

Manufacturer narrative:
After a wizdom steerable guidewire was removed from its protective hoop, the distal tip was found kinked; therefore, the wire was not used. No add'l info was received regarding how the wire was removed from the package (e.g. If the wire was removed by the proximal or distal end). Analysis confirmed bent, kinked and stretched coilwires at the distal tip area. The exact root cause was not determined, although it appears to be related to customer handling, possibly during removal from the package. The IFU contains proper product removal instructions. A review of the mfg records indicated that this lot of products met all requirements per the applicable mfg quality plan. No corrective action will be requested at this time because the reported complaint does not appear to be mfg related. Complaints of this type will continue to be monitored for trending purposes and to determine if action is necessary. With the limited info available, it appears that the device handling may have contributed to the wire damage.